Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced kinked cannula event on (B)(6)2025. The site was patient's abdomen. The infusion set was used for eight hours and symptoms were noticed within three or more hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.